Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The event is confirmed. Visual inspection of the provided image performed. Item and lot number could not be confirmed from the image. Image clearly shows that part of the device has fractured away. However, the fracture surface is not clear for fracture analysis. As the physical product was not returned, further analysis could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during knee arthroplasty that the femoral impactor pad fractured upon impaction of the femoral implant. The femoral component had been mostly seated and a secondary impactor was used to complete final impaction. No adverse events were reported as a result of this malfunction.